Manufacturer narrative:
(B)(6). Product evaluation: analysis results not available; the device was discarded by user facility.

Event description:
It was reported that the "surgeons used 7.0mm trivantage tube, received all green check marks and proceeded to do a thyroid case again using the second system that was brought in after the first issues. They ran into the same issues again with being able to visualize the nerve, but not getting any emg responses on the screen." A disposable stimulator was used and the procedure completed without use of the nim. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.